Event description:
It was reported that the patient underwent posterior lateral fusion as well as an interbody fusion at l3-4, l4-5 and l5-s1 using rhbmp-2/acs. Allegedly bmp caused abnormal ectopic bone growth, which in "tum" caused the patient's ongoing, chronic pain and other complications. The patient has reportedly developed severe physical pain,extreme pain, suffering, and anguish.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: age at time, other relevant history, including pre-existing medical conditions.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnoses: lumbar myelopathy. Lumbar radiculopathy. Spinal stenosis central. Scoliosis. Lateral listhesis lumbar spine. Gait disturbance. Spinal curve. Hernia pulposus l3-4, l4-5 and l5-s1. For which, patient underwent following procedures: right-sided transpedicular neural decompression s1. Pedicle instrumentation of l3, l4, l5, s1 bilaterally. Left sided transforaminal posterior interbody fusion at l3-l4, l4-l5 and l5-s1. Posterior transverse process fusion l3, l4, l5, s1. Cage instrumentation at l3-l4, l4-l5 and l5-s1. Local bone graft retrieval, autologous bone. Intraoperative biplane fluoroscopy. Per op notes, bone morphogenic protein and cancellous autologous locally harvested bone was placed in the anterior third of each disc space at l5-s1, l4-5 and l3-4 in sequence followed by a implant filled with the patient's own locally harvested bone only. Bone morphogenic protein was finally placed in the anterior aspect of the disc. All wounds were then copiously irrigated and wounds were closed. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.